Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the PICC leaked at the hub after insertion in the patient. The PICC was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC leaked at the hub after insertion in the patient. The PICC was replaced.